Event description:
It was reported that devices separated and remained inside the patient, requiring surgery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A rotawire drive and a 1.50mm rotapro were selected for a percutaneous coronary intervention. A stall was displayed and the burr was stuck in the lesion. When the rotapro burr was attempted to be removed, the rotawire was separated and only part of the rotawire and part of the rotapro burr was removed, with fragments left in the patient. Recovery of the burr was attempted, but not successful. Surgery was performed to remove the separated fragments. No further patient complications were reported.

Manufacturer narrative:
Initial reporter: (B)(6).

Event description:
It was reported that devices separated and remained inside the patient, requiring surgery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A rotawire drive and a 1.50mm rotapro were selected for a percutaneous coronary intervention. A stall was displayed and the burr was stuck in the lesion. When the rotapro burr was attempted to be removed, the rotawire was separated and only part of the rotawire and part of the rotapro burr was removed, with fragments left in the patient. Recovery of the burr was attempted, but not successful. Surgery was performed to remove the separated fragments. No further patient complications were reported. It was further reported that the curve of the vessels were very strong. It was noted that if used in such a situation, there is a possibility that the shaft could be twisted off due to gap between the rotational speed of the burr and the rotational speed of the turbine inside the advancer. The damaged fragment was successfully removed from the patient. No further patient complications were reported in relation to this event.

Manufacturer narrative:
E1: hyogo prefecture.

Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR: the returned product consisted of the rotawire drive. The rotawire drive was received in two portions, with one portion of the device being received with the rotapro device returned. The proximal end, wire body, distal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire was kinked and had fractured at 12cm from the distal end of the wire. Inspection also found that the spring tip had been stretched. The fracturing damage to the rotawire is consistent with continuous interaction between the burr of the rotapro device and the body of the rotawire, causing a reduction of wire mass in the fractured location and increasing the likelihood of a rotawire fracture. Product analysis confirmed the reported rotawire fracture, as the returned rotawire was received in two portions with damages indicating continuous interaction between the rotating burr and the rotawire. The reported need for surgical intervention to remove a portion of the rotawire was not able to be confirmed, as the procedural circumstances were not able to be replicated.

Event description:
It was reported that devices separated and remained inside the patient, requiring surgery. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A rotawire drive and a 1.50mm rotapro were selected for a percutaneous coronary intervention. A stall was displayed and the burr was stuck in the lesion. When the rotapro burr was attempted to be removed, the rotawire was separated and only part of the rotawire and part of the rotapro burr was removed, with fragments left in the patient. Recovery of the burr was attempted, but not successful. Surgery was performed to remove the separated fragments. No further patient complications were reported. It was further reported that the curve of the vessels were very strong. It was noted that if used in such a situation, there is a possibility that the shaft could be twisted off due to gap between the rotational speed of the burr and the rotational speed of the turbine inside the advancer. The damaged fragment was successfully removed from the patient. No further patient complications were reported in relation to this event.